Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient called animas alleging that multiple keypad buttons are intermittently unresponsive. The patient wears the pump attached to her belt and does not clean the pump. There was no negative impact to the patient's health associated with the alleged malfunction. This complaint is being reported because the alleged malfunction remained unresolved.